Manufacturer narrative:
(B)(4).the device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the issue was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 09:43:46. During night drain cycle five, the patient's ultrafiltration reading was 946ml, indicating the home patient drained 946ml more than their maximum programmed fill volume of 1500ml. No additional information is available.